Event description:
The account stated that bed exit alarm was set and when the pt was removed from the bed, the alarm didn't go off at that time. The account left the alarm set while the pt was out of bed and forty-five minutes later, the alarm sounded and a signal was sent to nurse's station.

Manufacturer narrative:
The technician tested the bed exit alarm using test weights and the bed exit alarmed. He replaced the tape switches on the sleep deck surface as a precaution.